Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported the patient was reviewed in the hospital. The stoma cut was too large and a stir strip was attached to close over the outer edge and dry gauze dressing was applied. On (B)(6) 2021 it was reported the patient was diagnosed with (B)(6) in the stoma and was being treated for this at the hospital, receiving unknown IV antibiotics. On (B)(6) 2021 it was reported the (B)(6) is clearing up and minimal discharge from the stoma site. No set discharge date. There was an abnormality in blood work.